Manufacturer narrative:
The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is november 4, 2015.

Event description:
Boston scientific received information that one day post-implant, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while standing. Interrogation of the s-ICD revealed noise that was oversensed and led to the inappropriate therapy. It was also noted that there were two untreated episodes recorded for the same issue. The s-ICD was programmed in the secondary vector. Although the patient has sternal wires, palpitation of the electrode did not reproduce the noise; however, the noise could be reproduced with device manipulation and left arm movement. The s-ICD was reprogrammed to primary and the testing was performed again. The noise was not observed in the primary vector. It is believed that there is a potential connection issue between the s-ICD and electrode terminal pin. No adverse patient effects were reported. The s-ICD programming was kept in the primary sensing vector and the patient will be monitored.